Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hex tool (thxl1.25) fractured at the tip. The fractured piece was removed and the implant is ok. Doctor completed the procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A tool hex tapered sst (thxl1.25) was received. Visual inspection of the returned product identified that the hexed tip of the driver was fractured. There were noticeable signs of wear due to usage around the shank and the handle. Therefore, based on the evaluation, device malfunction occurred and the reported event was confirmed following inspection. No additional testing was performed due to the extent of the damage to the returned product. No device lot number was provided so a device history record review and a complaint history review could not be performed. Based on the evaluation, device malfunction had occurred. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet.